Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted stryker to report that their device's instructional leds are permanently on. This may lead to an inability understanding how to use the device correctly. This may lead to a delay or prevent defibrillation therapy. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Heartsine has made multiple attempts to contact the customer regarding the status of their device, but no response has been received from the customer. The device was not returned to heartsine for investigation. No additional information will be forthcoming at this time. The cause of the reported issue could not be determined. If the device is returned to the manufacturer the investigation will be reopened. H3 other text : device not returned for evaluation.

Event description:
The customer contacted stryker to report that their device's instructional leds are permanently on. This may lead to an inability understanding how to use the device correctly. This may lead to a delay or prevent defibrillation therapy. There was no report of patient use associated to the reported event.